Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. During interrogation, the pulse generator exhibited intermittent loss of capture. The patient was asked to perform isometrics and loss of capture was observed with higher output. The capture was tested in resting position and was noted within range. Lead dislodgement was suspected. It was also noted that the device and lead were explanted on (B)(6) 2018 due to infection; the source of the infection was unknown. The procedure was completed without any adverse consequences to the patient. The patient was in stable condition prior, during and post procedure. A new system was implanted on (B)(6) 2018.